Manufacturer narrative:
A possible cause for the software unexpectedly returning to the registration screen is that the "back" button on the headframe was accidentally hit with an instrument. However, the medtronic representative reported that the issue occurred when the instrument was not in or near the patient's head. Thus, the root cause cannot be determined with the information available. The software was reinstalled. No further subsequent issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system was not behaving as expected. During patient registration, tracer registration was unsuccessful. The surgeon used pointmerge to successfully register the patient. When in navigate, the navigation system unexpectedly returned to the register screen and deleted the existing patient registration. In trouble-shooting, the patient was re-registered and the procedure continued after a ten minute delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No further issues have been reported.